Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other complaint reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info was requested on 12/14/2010 and 12/16/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2010. (B)(4).

Event description:
A surgeon reported a pt with "complaints" following bilateral intraocular lens (iol) implant surgeries. The technician further explained the pt reported being "unable to read" and experiencing glare. In a follow-up, the technician reported that the lens for the right eye was exchanged for a different model lens. There are two medical device reports associated with this event. This report is for the right eye.